Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator interface, tgi board, u3 chip on video controller, sbc board, system interface board, control panel processor board, hard drive and software were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the table would not boot up. There is no report of death or serious injury.